Event description:
It was reported that the two right ventricular (rv) leads that were adapted together had high thresholds and no capture at the highest output. The rv lead system was turned off since the patient is normally atrial paced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 x2 implantable pacing leads (B)(6) 2010. (B)(4). The adaptor remains in the patient and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.